Manufacturer narrative:
The event took place outside of the united states (in (B)(6)).

Event description:
The event was a revision surgery due to dislocation. Cause of dislocation is unknown. Date of primary surgery is unknown. The surgeon explanted the humeral cup (no batch/product information). Then he implanted a ø36/+6 humeral cup. No further information is available.